Event description:
A report of "sleep apnea develops" was indicated on a 3-month visit case report form from a post-market clinical trial conducted in an international market. Lead impedance on the date of the follow-up was normal at 2,961 ohms. Follow up with the international distributed indicated that the event was not reported as an adverse event by the physician. At the 6 month visit the physician did not describe the event and the event was deemed to be recovered. It is noted that vns outputs were titrated up normally at the 3 month visit and again before the 6 month visit.